Manufacturer narrative:
Continuation of d10: product ID 977a290. Serial# unknown: explanted: (B)(6) 2026. Product type lead h3: the returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors were broken, 45.8 cm from the proximal end of the lead. All circuits measured as open circuits. The braid was broken at the site of the broken conductors, 45.8 cm from the proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient did not feel stimulation and could not increase. Recharging also happened more frequently than usual. There were no environmental/external/patient factors that may have led or contributed to the issue. In (B)(6) 2026, the neurostimulator was interrogated and the impedance values of the lead were all out of range. Surgical procedure was planned, and during the lead was tested with a wireless external neurostimulator (wens) and all impedance values were still out of range. The lead was changed with a new one, and the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: unknown, ubd: unknown, UDI#: unknown, implanted: unknown, explanted: (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.